Event description:
Device 3 of 3. Reference MFR report: 3006705815-2017-00730 & 1627487-2017-03322. Follow up information received identified the patient underwent surgical intervention to address the loss of stimulation therapy. During the procedure the physician replaced the patient's left lead which had pulled out of the ipg header. The right lead was functioning but appeared to have a kink, the physician opted to replace it. The physician also decided to replace the patient's scs ipg. Effective stimulation therapy coverage was reportedly restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 3006705815-2017-00730 and 1627487-2017-03322. It was reported the patient experienced loss of stimulation therapy from the scs system in the right side. A company representative met with the patient and a system diagnostics check showed impedance within normal range. The representative increased stimulation to the highest amplitude, but the patient still reported they were unable to feel any stimulation therapy. X-ray imaging was taken and showed the lead was pulled out of the scs ipg header port. Surgical intervention may be taken to address the issue.